Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula not inserting properly or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 300 mg/dl while wearing the pod between 36 and 48 hours. They saw that the cannula did not go in fully. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment for hyperglycemia, a new pod was applied.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. No problem was found with the reported bend/kink. No evidence of any damage or manufacturing deficiencies that would result in the soft cannula failing to properly insert into the infusion site was found. A root cause for the reported unsure properly inserted cannula could not be determined. Inspection of the fluid path components found fluid above the plunger in the reservoir. Fluid was also observed on the top and bottom housing. The cause of the observed fluid above the plunger is the result of an inadequate o-ring. Corrosion was observed on the top and bottom housing, tube nut, mechanism rails, and the pcb. The voltages of all three batteries were observed to be lower than expected. The observed fluid above the plunger and on the top and bottom housing contributed to the observed corrosion and low battery voltages.